Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) sensor was defective. The dso sensor was replaced.

Event description:
It was reported that the device is triggering overpressure alarms. The issue occurred during testing. There was no patient involvement.